Event description:
Oral et fastener was in place on patient. While patient was being repositioned, et fastener broke. The tube holder was firmly on the ett and the holder was firmly secured on face, but the white plastic connection broke off and the patient became extubated.